Event description:
The customer contact reported a separation; subsequently blood was noted in the tubing. The tubing set was connected to the clave port of an unspecified primary tubing set and was being used for a piggyback delivery of an unspecified antibiotic. After an unspecified length of time in use, the tubing separated from the option-lok male adapter. The customer contact reported an unspecified volume of blood was noted in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).